Event description:
It was reported that during a procedure on the gastric cardia, the tissue gets stuck in the jaws of the device. It was not reported how the case was completed. No patient consequences were reported and no device will be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.